Event description:
It was reported the patient received the following results within 15 minutes: 321 mg/dl at 9:12 am; 192 mg/dl at 9:14 am; 161 mg/dl at 9:16 am; 112 mg/dl at 9:19 am; 197 mg/dl at 9:21 am.